Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 14-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. She reported that essure sent her straight to menopause. She experienced horrible bloating and hot flashes. Follow-up received on 02-oct-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow up information received on 13-oct-2016: legal claim was received; this report is considered legal case from this date forward. On (B)(6) 2010 she underwent the essure procedure for permanent birth control. On (B)(6) 2010 hysterosalpingogram was performed which showed total occlusion of the fallopian tubes. On or about (B)(6) 2010 she began suffering from severe cramping, severe abnormal menstrual pain, severe abnormal heavy bleeding, abnormal prolonged menses, severe lower abdominal pain and cramping, severe pelvic pain, severe back pain, hair loss, metallic taste in mouth, vaginal discharge and infection, fatigue, headaches, severe bloating, hot flashes, night sweats, early menopause, depression and anxiety. On (B)(6) 2016 she underwent a bilateral salpingectomy. On (B)(6) 2016 she suffered excruciating pelvic pain necessitating a visit to the emergency department. A cat scan ordered during her emergency visit showed that a residual metallic body remained in her right fallopian tube causing her symptoms. On (B)(6) 2016 she underwent a total hysterectomy as a definitive solution to her complications. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and severe abnormal heavy bleeding (seen as genital haemorrhage) amongst non serious events. She underwent a bilateral salpingectomy six years after insertion. Two weeks later, she suffered excruciating pelvic pain, necessitating a visit to the emergency department. A cat scan ordered during her emergency visit showed a residual metallic body remained in her right fallopian tube (device breakage). She, then, underwent a total hysterectomy. All events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. In this particular case, device breakage was diagnosed after performing a salpingectomy. Although the exact date and the mechanism of breakage are not known, given the nature of event, it was considered related to essure. This case was regarded as incident, as the reported surgical interventions were required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0500) on 14-aug-2015. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ huge piece of metal in my uterus'), device expulsion ('huge piece of metal in my uterus'), fallopian tube perforation ('there is a residual punctuate metallic foreign body near the origin of the right fallopian tube'), pelvic pain ('severe pelvic pain/extreme pain'), genital haemorrhage ('severe abnormal heavy bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 38-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hirsutism, ovarian failure, dysfunctional uterine bleeding, abdominal pain, alcohol intoxication, abrasions and cesarean section. Concomitant products included venlafaxine from 2012 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("horrible bloating, severe bloating"), premature menopause ("it sent me straight into menopause; early menopause") with hot flush and night sweats, dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe lower abdominal pain and cramping/severe cramping"), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), rash ("rashes in pelvic area and inner thigh"), dyspareunia ("painful sexual intercourse"), diarrhoea ("diarrhea,") and nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced complication of device removal ("residual metallic body remained in her right fallopian tube causing her symptoms") with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed), dilation and curettage hysteroscopy with bilateral salpingotomy and essure device removal, bilateral salpingectomy performed on (B)(6) 2016. And on (B)(6) 2016 a total hysterectomy was done. And salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, uterine haemorrhage, complication of device removal, abdominal distension, premature menopause, dysmenorrhoea, menorrhagia, dysgeusia, vaginal infection, fatigue, depression, migraine, rash, dyspareunia, diarrhoea, nausea and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower, back pain, alopecia, headache, anxiety, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, device breakage, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, rash, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016, (B)(6) 2016, patient with abnormal uterine bleeding secondary to unopposed estrogen therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Computerised tomogram - on an unknown date: huge piece of metal in my uterus.. Hysterectomy - on (B)(6) 2016: results: total hysterectomy as solution of her complication. Hysterosalpingogram - on (B)(6) 2010: results: total occlusion of the fallopian tubes.. On (B)(6) 2016 computerised tomogram (cat scan) was ordered during her emergency visit showed that a residual metallic body remained in her right fallopian tube causing her symptoms. On (B)(6) 2010, hysterosalpingogram showed no spillage outside the fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), pelvic pain, anxiety, vaginal bleeding, device breakage, depression and perforation". Concerning the injuries reported in this case, the following one/ones were reported via social media:  huge piece of metal in my uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- new event huge piece of metal in my uterus was added. Lab data was added. New reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0500) on 14-aug-2015. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("severe abnormal heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine from 2012 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("horrible bloating, severe bloating"), premature menopause ("it sent me straight into menopause; early menopause") with hot flush and night sweats, dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe lower abdominal pain and cramping/severe cramping"), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), rash ("rashes in pelvic area and inner thigh"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), diarrhoea ("diarrhea,") and nausea ("nausea"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced complication of device removal ("residual metallic body remained in her right fallopian tube causing her symptoms") with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with venlafaxine (effexor), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy performed on (B)(6) 2016. And on (B)(6) 2016 a total hysterectomy was done.) And surgery (dilation and curettage hysteroscopy with bilateral salpingotomy and essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, uterine haemorrhage, complication of device removal, abdominal distension, premature menopause, dysmenorrhoea, menorrhagia, dysgeusia, vaginal discharge, vaginal infection, fatigue, depression, migraine, rash, dyspareunia, diarrhoea, nausea and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower, back pain, alopecia, headache, anxiety, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, device breakage, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterectomy - on (B)(6) 2016: total hysterectomy as solution of her complication hysterosalpingogram - on (B)(6) 2010: total occlusion of the fallopian tubes. On (B)(6) 2016 computerised tomogram (cat scan) was ordered during her emergency visit showed that a residual metallic body remained in her right fallopian tube causing her symptoms. (B)(6) 2010, hysterosalpingogram showed no spillage outside the fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage). Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter and event (abnormal uterine bleeding) were added per mr. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("severe abnormal heavy bleeding") in a 38-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine from 2012 to 2014. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("horrible bloating, severe bloating"), premature menopause ("it sent me straight into menopause; early menopause") with hot flush and night sweats, dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe lower abdominal pain and cramping/severe cramping"), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), rash ("rashes in pelvic area and inner thigh"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), diarrhoea ("diarrhea,") and nausea ("nausea"). In february 2016, the patient experienced complication of device removal ("residual metallic body remained in her right fallopian tube causing her symptoms") with pelvic pain. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with venlafaxine (effexor), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy performed on (B)(6) 2016. And on (B)(6) 2016 a total hysterectomy was done.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, complication of device removal, abdominal distension, premature menopause, dysmenorrhoea, menorrhagia, dysgeusia, vaginal discharge, vaginal infection, fatigue, depression, migraine, rash, dyspareunia, diarrhoea, nausea and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower, back pain, alopecia, headache, anxiety, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, device breakage, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, premature menopause, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016, (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterectomy - on (B)(6) 2016: total hysterectomy as solution of her complication hysterosalpingogram - on 21-apr-2010: total occlusion of the fallopian tubes. On (B)(6) 2016 computerised tomogram (cat scan) was ordered during her emergency visit showed that a residual metallic body remained in her right fallopian tube causing her symptoms. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: migraines, rashes in pelvic area and inner thighs, device breakage, pain during sexual intercourse, weight gain, diarrhea, nausea,were added. Weight gain,hair loss,headaches, anxiety, pain in abdominal area, pelvic pain and back pain was resolved. Reporter, patient demographic information, product lot number and concomitant medication was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0500) on 14-aug-2015. The most recent information was received on 15-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), perforation ("there is a residual punctuate metallic foreign body near the origin of the right fallopian tube"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("severe abnormal heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hirsutism, ovarian failure, dysfunctional uterine bleeding, abdominal pain, alcohol intoxication, abrasions and cesarean section. Concomitant products included venlafaxine from 2012 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("horrible bloating, severe bloating"), premature menopause ("it sent me straight into menopause; early menopause") with hot flush and night sweats, dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe lower abdominal pain and cramping/severe cramping"), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), rash ("rashes in pelvic area and inner thigh"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), diarrhoea ("diarrhea,") and nausea ("nausea"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced complication of device removal ("residual metallic body remained in her right fallopian tube causing her symptoms") with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with venlafaxine (effexor), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (salpingectomy and cystoscopy), surgery (bilateral salpingectomy performed on (B)(6) 2016. And on (B)(6) 2016 a total hysterectomy was done.) And surgery (dilation and curettage hysteroscopy with bilateral salpingotomy and essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, genital haemorrhage, uterine haemorrhage, complication of device removal, abdominal distension, premature menopause, dysmenorrhoea, menorrhagia, dysgeusia, vaginal infection, fatigue, depression, migraine, rash, dyspareunia, diarrhoea, nausea and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower, back pain, alopecia, headache, anxiety, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, device breakage, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, premature menopause, rash, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016, patient with abnormal uterine bleeding secondary to unopposed estrogen therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterectomy - on (B)(6) 2016: total hysterectomy as solution of her complication hysterosalpingogram - on (B)(6) 2010: total occlusion of the fallopian tubes. On (B)(6) 2016 computerised tomogram (cat scan) was ordered during her emergency visit showed that a residual metallic body remained in her right fallopian tube causing her symptoms. (B)(6) 2010, hysterosalpingogram showed no spillage outside the fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), pelvic pain, anxiety, vaginal bleeding, device breakage, depression and perforation". Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2018: medical record received - new event "there is a residual punctuate metallic foreign body near the origin of the right fallopian tube" was added. New reporter were added. Historical and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), perforation ("there is a residual punctuate metallic foreign body near the origin of the right fallopian tube"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("severe abnormal heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hirsutism, ovarian failure, dysfunctional uterine bleeding, abdominal pain, alcohol intoxication, abrasions and cesarean section. Concomitant products included venlafaxine from 2012 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("horrible bloating, severe bloating"), premature menopause ("it sent me straight into menopause; early menopause") with hot flush and night sweats, dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe lower abdominal pain and cramping/severe cramping"), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), rash ("rashes in pelvic area and inner thigh"), dyspareunia ("painful sexual intercourse"), weight increased ("weight gain"), diarrhoea ("diarrhea,") and nausea ("nausea"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced complication of device removal ("residual metallic body remained in her right fallopian tube causing her symptoms") with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with venlafaxine (effexor), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (salpingectomy and cystoscopy), surgery (bilateral salpingectomy performed on (B)(6) 2016. And on (B)(6) 2016 a total hysterectomy was done.) And surgery (dilation and curettage hysteroscopy with bilateral salpingotomy and essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, genital haemorrhage, uterine haemorrhage, complication of device removal, abdominal distension, premature menopause, dysmenorrhoea, menorrhagia, dysgeusia, vaginal infection, fatigue, depression, migraine, rash, dyspareunia, diarrhoea, nausea and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower, back pain, alopecia, headache, anxiety, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, device breakage, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, premature menopause, rash, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: date(s) of removal: (B)(6) 2016, (B)(6) 2016, patient with abnormal uterine bleeding secondary to unopposed estrogen therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterectomy - on (B)(6) 2016: total hysterectomy as solution of her complication hysterosalpingogram - on (B)(6) 2010: total occlusion of the fallopian tubes. On (B)(6) 2016 computerised tomogram (cat scan) was ordered during her emergency visit showed that a residual metallic body remained in her right fallopian tube causing her symptoms. (B)(6) 2010, hysterosalpingogram showed no spillage outside the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), pelvic pain, anxiety, vaginal bleeding, device breakage, depression and perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and severe abnormal heavy bleeding (seen as genital haemorrhage) amongst non serious events. She underwent a bilateral salpingectomy six years after insertion. Two weeks later, she suffered excruciating pelvic pain, necessitating a visit to the emergency department. A cat scan ordered during her emergency visit showed a residual metallic body remained in her right fallopian tube (device breakage). She, then, underwent a total hysterectomy. All events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. In this particular case, device breakage was diagnosed after performing a salpingectomy. Although the exact date and the mechanism of breakage are not known, given the nature of event, it was considered related to essure. This case was regarded as incident, as the reported surgical interventions were required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.